Event description:
Customer reported erroneous high red blood cell (rbc) and platelet (plt) counts were obtained for one patient sample when using the coulter ac-t diff 2 analyzer. In the initial test results, the hemoglobin (hgb) and hematocrit (hct) did not correlate. As a result, the patient's sample was tested again in the same coulter ac-t diff 2 analyzer. Both test results were reported out of the laboratory. The physician believed the second set of test results was accurate. The patient's sample was sent to a reference laboratory. The test results from the second test matched those obtained by the reference laboratory. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2012, the customer informed a beckman coulter customer technical specialist that the probable cause of the event was the condition of the specimen. The specimen had bubbles at the top, whereas other specimens did not. Beckman coulter offered to send service to evaluate the analyzer, however the customer declined. As of (B)(4) 2012, there were no subsequent calls for this issue.